Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: pneumonectomy. According to the reporter: the surgeon was only able to fire the sul halfway through. The surgeon noticed that the jaw was not properly closed. The case was extended by more than 30 minutes.